Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a single patient on the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system. A customer from the united states alleged a result discrepancy when testing a patient sample with cobas® sars-cov-2 & influenza a/b test. Patient tested positive twice on cobas® sars-cov-2 & influenza a/b test on the cobas ® liat system and negative prior on an unspecified assay for the sars cov-2 target. The patient did not specify when the negative results were generated. The patient tested positive on (B)(6) 2021. A sample was recollected and tested again on the same analyzer generating another positive result on (B)(6) 2021. The sample was collected with 3 ml viral transport media tube copan synthetic flocked swab as per the method sheet. Test results were reported to the patient as positive for sars-cov-2. Customer confirmed that there was no allegations of harm to the patient or adverse events due to the positive results.